Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was 34 mg/dl. The customer stated that she treated with a glucagon shot prior to being transported to the emergency room. She complained of nausea and observed that her skin smelled like peaches. She noted that she did not feel well leading to the hospitalization. Her doctor advised that either the insulin pump had given her too much insulin or that she was coming down with something that caused low blood glucose levels. She was wearing the insulin pump at the time of admission and was advised to suspend it. When she got home, the blood glucose reading was 222 mg/dl, after which she resumed basal deliveries. The most recent blood glucose reading was 137 mg/dl. Troubleshooting could not be performed on the insulin pump. She reported that she had lost 145 lbs in the past 18 months and was advised to eat more carbohydrates. Nothing further reported.